Event description:
Visible fragments [foreign body trauma]. Case description: spontaneous report, 200145826us: this report was received from a dentist who used gelfoam sterile powder in a pt for a routine extraction. Post extraction, the dentist noted aluminium fragments (at the site) working to the surface. X-ray of the area revealed the presence of the fragments. The pt did not have any pain or infection at the site. The dentist called concerning the recall of gelfoam sterile powder. No other info was provided on initial contact. Case comment: dentist reports aluminum fragments at the site, a localized infection was noted. No intervention was needed. This is a clinical event, including lab test abnormality, occurring in a reasonable time sequence to use of the device, unlikely to be attributed to concurrent disease or other drugs or chemicals. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.